Event description:
It was reported that an appointment for an automatically scheduled transmission from the remote monitor went into a pending state. When the patient attempted to send a manual transmission, the monitor did not respond to the start button being pressed. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.